Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. The complaint report stated that upon opening the device the physician noticed the edge of the stent to be abnormal and so decided to engage the stent manually across the vessel. It is advised in section 9.3.2 (guidewire lumen flush) to "check for bends, kinks and other damage. Do not use if any defects are noted." Initial visual examination noted no damage to the edges of the stent as per reported, however, several stent struts were pulled and mis-aligned in the center of the stent. This type of damage is consistent with the delivery system encountering some form of restriction. Visual examination of the profiles of the device, including the crimped stent and the balloon found no issues which could have resulted in a restriction occurring during the physicians' attempts to cross the lesion. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is determined to be unknown.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a 20mm balloon, unknown type. When the doctor opened the stent he noticed " un normal shape in the stent edge, so he decided to engage the stent manually across the vessel." The physician attempted to place a taxus liberte' 2.5x28mm drug eluting stent to the left anterior descending (lad) artery, but was unable to cross a previously placed stent. Several attempts to cross were unsuccessful. Upon removal of the stent delivery system, it was noted that the edge of the stent was deformed. The procedure was completed successfully with another device. No patient injuries or complications were reported. Patient status post procedure is noted as stable.